Manufacturer narrative:
H.6 investigation summary: catalog number: 367988. Batch number: 2139030. No customer samples/photos were received for evaluation. Retain testing could not be performed as the batch was expired at the time of analysis. The batch expired 05/31/2023. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint was unable to be confirmed and no root cause could be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the tube does not fill the level marked in label.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the tube does not fill the level marked in label.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.